Manufacturer narrative:
(B)(4). No sample is expected to be returned. Without the actual complaint sample a full investigation cannot be carried out therefore we are unable to determine the cause for this specific event. Mfg controls are in place to detect related issues and to reduce the potential for occurrence during the mfg process. Info of this nature is included in our database and monitored through trending.

Event description:
Customer states: at cuff check after 12 hours use on a pt at hosp, a doctor confirmed the air could not be injected in the cuff. Customers states the extubation and reintubation of a replacement tube was performed. Customer states to remove the tube from pt he had to cut the inflation line to deflate and visual examination confirmed the one way valve of pilot balloon had came off. Customer confirmed that pre-test was performed with no faults identified.